Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a vaginal hysterectomy). Essure was removed. At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from summons: pelvic pain, device dislocation, infection, menstrual disorder were added and previously reported event¿ injury¿ deleted. Product start date added. Case became valid and incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 26-year-old female patient who had essure (batch no. 622944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, hematuria, kidney stones, hydronephrosis (right), menses irregular, bleeding breakthrough, furuncle, dysfunctional uterine bleeding and cervical dysplasia. Concomitant products included oral contraceptive nos for female sterilization. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection: unspecified"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, 2 months 23 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with bupropion (wellbutrin), quetiapine (seroquel), hydrocodone, gabapentin, alprazolam (xanax), sulindac and surgery (patient underwent a vaginal hysterectomy ((B)(6) 2011)). At the time of the report, the device expulsion, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown, the urinary tract infection was resolving and the dyspareunia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: procedure details- essure implants placed in both tubal ostia without complication, 1 rings right side after placement. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left occluded) CT scan showed that the essure coil on the right was projecting into peritoneal fat. On the scout film, the essure coil on the right side partially surrounds the balloon and appears to be in the uterine cavity. Hysterosalpingograrn shows that the coil on the right side is entirely the uterine cavity. The coil on the left side shows that about the proximal one-fourth to one-third of the tube is in uterus. The left fallopian, however, appeared to be occluded at the cornu. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device expulsion." Most recent follow-up information incorporated above includes: on 22-aug-2018: this case is medically confirmed. Reporter information was updated. Patient demographics were updated. Her concurrent conditions were added. Her concomitant medciation was added. Her treatment mediations were added. Essure indication was added. Essure lot number was added. Events: abnormal bleeding (vaginal/menorrhagia), urinary tract infection: unspecified, depression, mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 26-year-old female patient who had essure (batch no. 622944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, hematuria, kidney stones, hydronephrosis (right), menses irregular, bleeding breakthrough, furuncle, dysfunctional uterine bleeding and cervical dysplasia. Concomitant products included oral contraceptive nos for female sterilization. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection: unspecified"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, 2 months 23 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with bupropion (wellbutrin), quetiapine (seroquel), hydrocodone, gabapentin, alprazolam (xanax), sulindac and surgery (patient underwent a vaginal hysterectomy (B)(6) 2011)). At the time of the report, the device expulsion, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown, the urinary tract infection was resolving and the dyspareunia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: procedure details- essure implants placed in both tubal ostia without complication, 1 rings right side after placement. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left occluded) CT scan showed that the essure coil on the right was projecting into peritoneal fat. On the scout film, the essure coil on the right side partially surrounds the balloon and appears to be in the uterine cavity. Hysterosalpingograrn shows that the coil on the right side is entirely the uterine cavity. The coil on the left side shows that about the proximal one-fourth to one-third of the tube is in uterus. The left fallopian, however, appeared to be occluded at the cornu. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 26-year-old female patient who had essure (batch no. 622944,624103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *CT scan showed that the essure coil on the right was projecting into peritoneal fat. On the scout film, the essure coil on the right side partially surrounds the balloon and appears to be in the uterine cavity. Hysterosalpingogram shows that the coil on the right side is entirely the uterine cavity. The coil on the left side shows that about the proximal one-fourth to one-third of the tube is in uterus. The left fallopian, however, appeared to be occluded at the cornu. Concurrent conditions included abdominal pain, hematuria, kidney stones, hydronephrosis (right), menses irregular, bleeding breakthrough, furuncle, dysfunctional uterine bleeding, cervical dysplasia and nerve damage. Concomitant products included oral contraceptive nos for female sterilization as well as carbamazepine (carbatrol), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norethisterone (ovcon) and normensal (necon). On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced urinary tract infection ("urinary tract infection: unspecified"), depression ("psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 16 days after insertion of essure. On (B)(6)2007, the patient experienced fatigue ("fatigue"). On (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), gabapentin, hydrocodone, quetiapine fumarate (seroquel), sulindac and surgery (patient underwent a vaginal hysterectomy (B)(6)2011)). Essure was removed. At the time of the report, the device expulsion, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain and back pain outcome was unknown, the urinary tract infection was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, menstrual disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: procedure details- essure implants placed in both tubal ostia without complication, 1 rings right side after placement. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: unilateral occlusion (left occluded); on (B)(6)2008: results: total bilateral occlusion. Diagnostic results: CT scan showed that the essure coil on the right was projecting into peritoneal fat. On the scout film, the essure coil on the right side partially surrounds the balloon and appears to be in the uterine cavity. Hysterosalpingogram shows that the coil on the right side is entirely the uterine cavity. The coil on the left side shows that about the proximal one-fourth to one-third of the tube is in uterus. The left fallopian, however, appeared to be occluded at the cornu. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device expulsion." Lot number:622944, man date: 2007-01, exp date: 2008-12. Lot number: 624103, man date: 2007-04, exp date: 2009-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (ess205) (batch no. 622944,624103) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: CT scan showed that the essure coil on the right was projecting into peritoneal fat. On the scout film, the essure coil on the right side partially surrounds the balloon and appears to be in the uterine cavity. Hysterosalpingograrn shows that the coil on the right side is entirely the uterine cavity. The coil on the left side shows that about the proximal one-fourth to one-third of the tube is in uterus. The left fallopian, however, appeared to be occluded at the cornu. Concurrent conditions included abdominal pain, hematuria, kidney stones, hydronephrosis (right), menses irregular, bleeding breakthrough, furuncle, dysfunctional uterine bleeding, cervical dysplasia and nerve damage. Concomitant products included oral contraceptive nos for female sterilization as well as carbamazepine (carbatrol), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ethinylestradiol;norelgestromin (ortho evra) and ethinylestradiol;norethisterone (ovcon). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection: unspecified") and dysmenorrhoea ("dysmenorrhea (cramping)"), 16 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), genital haemorrhage ("genital abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax), antibiotics, bupropion hydrochloride (wellbutrin), gabapentin, hydrocodone, ibuprofen, levofloxacin, quetiapine fumarate (seroquel), sulindac and surgery (patient underwent a vaginal hysterectomy ((B)(6) 2011)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved, the infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, fatigue and post procedural complication outcome was unknown and the vaginal infection was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: procedure details- essure implants placed in both tubal ostia without complication, 1 rings right side after placement. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. She was treated for pain, bleeding, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: unilateral occlusion (left occluded); on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device expulsion." Lot number:622944, man date: 2007-01, exp date: 2008-12. Lot number: 624103, man date: 2007-04, exp date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- event genital abnormal bleeding and post procedural complication were added, event chronic pain merge with pelvic pain,outcome of events " pelvic pain, abdominal pain, dyspareunia pain, dysmenorrhea pain, menorrhagia and urinary track infection was changed to resolved". Date of device removal was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 26-year-old female patient who had essure (ess205) (batch no. 622944,624103) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: CT scan showed that the essure coil on the right was projecting into peritoneal fat. On the scout film, the essure coil on the right side partially surrounds the balloon and appears to be in the uterine cavity. Hysterosalpingogram shows that the coil on the right side is entirely the uterine cavity. The coil on the left side shows that about the proximal one-fourth to one-third of the tube is in uterus. The left fallopian, however, appeared to be occluded at the cornu. Concurrent conditions included abdominal pain, hematuria, kidney stones, hydronephrosis (right), menses irregular, bleeding breakthrough, furuncle, dysfunctional uterine bleeding, cervical dysplasia and nerve damage. Concomitant products included oral contraceptive nos for female sterilization as well as carbamazepine (carbatrol), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ethinylestradiol;norelgestromin (ortho evra) and ethinylestradiol;norethisterone (ovcon). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection: unspecified") and dysmenorrhoea ("dysmenorrhea (cramping)"), 16 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and vaginal infection ("vaginal infection"). The patient was treated with alprazolam (xanax), antibiotics, bupropion hydrochloride (wellbutrin), gabapentin, hydrocodone, ibuprofen, levofloxacin, quetiapine fumarate (seroquel), sulindac and surgery (patient underwent a vaginal hysterectomy ((B)(6) 2011)). Essure (ess205) was removed. At the time of the report, the device expulsion, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain and back pain outcome was unknown, the urinary tract infection and vaginal infection was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: procedure details- essure implants placed in both tubal ostia without complication, 1 rings right side after placement. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: unilateral occlusion (left occluded); on 21-jan-2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device expulsion." Lot number:622944 man, date: 2007, exp date: 2008-12 ; lot number: 624103 man, date: (B)(6) 2007, exp date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received- model ess305 updated to ess205. New event vaginal infection were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.